Event description:
Attorney reported: on (B) (6) 2002 - pt underwent a right inguinal hernia surgery. Pt's hernia was repaired with a 11 x 14 cm medium oval kugel patch. On (B) (6) 2007 - after suffering severe injuries associated with the defective nature of this product, pt's kugel patch was removed. His injuries are recounted in his medical records (not provided). Pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.